Manufacturer narrative:
(B)(4).date sent: 7/19/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. D4; batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: are pictures available for engineering review? I am sending the devices back. Please clarify if the reverse was the power reverse or the manual override. Power reverse. Are we able to get the reload back from the first firing? No reloads we¿re recovered. Was the damaged to the vessel caused by our device? No. Please clarify the broken in half ¿ do they mean laterally or longitudinally - across the staple lines or along the staple lines? Broken longitudinally along the cut line of the reload does the surgeon believe that the ethicon device caused or contribute to damage to the vessel? No. Is the cartridge being returned? No cartridges were recovered. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure a stapler (ech60s) was used. After firing the device the device locked out. Reverse was used to open the device. Once open staff struggled to remove the reload. All staple lines appeared to be fully formed and intact. The procedure was completed with a powered device (ech60s). The procedure was converted to open due to a vessel that was bleeding and unable to be repaired laparoscopically. Patient is recovering well.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023, d4: batch # 205c95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device (b) was returned with the anvil slightly bent upwards and without reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened without any difficulties noted. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 205c95, and no non-conformances were identified.